Event description:
It was reported that the patient experienced a loss of stimulation and a loss of therapeutic effect. Reprogramming and xrays were performed. Impedance testing showed that the lead had impedances >10,000 ohms, was explanted and replaced. The patients status was noted as alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found that the conductor on the body of the stimulation lead had broken at the anchor site. Analysis of the anchor found that the anchor had separated. The implantable neurostimulator was not returned and thus is not available for analysis. Only the lead and anchor were available for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.